Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015, and the retention product performed as expected. No product or donor sample was returned for investigation.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative result when using immucor anti-d (monoclonal blend) series 4 on the galileo.